Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from under the left side of the beckman coulter au 400 clinical chemistry analyzer. Customer reported that the volume of the leak was about one cup. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the external waste pump sensors were clogged. The fse bleached the tank and cleaned the lines. The fse verified system operability.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)